Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and high ketones on (B)(6) 2017 with blood glucose of over 500mg/dl mg/dl. Customer¿s blood glucose value at time of incident was 547 mg/dl and current blood glucose value was 259 mg/dl. Customer is having hard time getting down below 300mg/dl. Customer stated that when put in infusion set to 500mg/dl to 600mg/dl and would do insulin a few hours later and then would come down. The customer was treated with manual injection. Customer performed displacement test and it passed. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.